Event description:
It was reported that during the implant procedure, the physician implanted the lead to the right atrial. During testing of the lead parameter, it was found the threshold wasn't very good [sic]. Subsequently, the physician attempted several times. However, the threshold was still high. As a result, a new lead was used to complete the procedure. There were no adverse consequences reported on the patient.

Manufacturer narrative:
The reported event of high threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found no anomalies.